Manufacturer narrative:
This event reports a sheath distal tip tear on the esheath that occurred during product evaluation that has not resulted in a patient harm or a device failure to perform its function. The malfunction reported in this case (sheath distal tip tear) is already captured in edwards risk documentation as a potential cause that may lead to difficulty/inability introducing delivery system through sheath, difficulty/inability navigating catheter through anatomy, difficulty/inability removing sheath from access site, and system components separation in edwards' risk management system. These risks did not occur in this case. The potential harms associated with difficulty/inability introducing delivery system through sheath, difficulty/inability navigating catheter through anatomy, difficulty/inability removing sheath from access site, and system components separation are procedural delay, minor tissue damage, percutaneous intervention, surgical intervention, and embolism. As no new risks or new causes were identified, this event does not affect the risk as documented in the risk management file. The device was returned for evaluation. Pre-decontamination, the sheath was returned with the liner unexpanded with the valve found inside the sheath. The delivery system was able to be advanced through the sheath and liner, and the tip opened as intended. The valve was stuck inside of the sheath, proximal of the strain relief. A distal tip tear was radially observed along the scoreline, likely due to engineer advancing the sample delivery system, in order to remove the dislodged valve. During visual evaluation, following decontamination, the liner was lifted near distal strain relief with the remaining liner unexpanded and the tip unopened. The valve was stuck in the proximal strain relief near the comnut, which went unnoticed during initial observation, but was discovered during functional testing, as delivery system exited the distal tip. During functional testing, the delivery system was advanced through the sheath, and the system exited through the sheath tip while ejecting the thv (retained in proximal strain relief). The liner expanded as designed; the distal tip opened with a partial radial tear along the distal edge of the liner. All score lines were present with scratches and damage present on the soft tip. No applicable dimension testing was performed and the complaint was confirmed through visual examination and functional testing. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the torn distal tip was discovered and confirmed during product investigation. Per evaluation of the returned device, distal tip tore radially near distal edge of liner during functional testing. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the crimped valve and sheath tip. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (improper tip expansion) may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. Corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing gap distance variation, which was implemented on (B)(6) 2020. While the sheath from this complaint event was manufactured after the corrective action, the complaint occurrence rate did not exceed the (B)(6) 2024 control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same. In this case there was no patient harm as the distal tip tear was observed during product evaluation. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit for (B)(6) 2024. As the complaint did not exceed the pra re-escalation threshold, no further action is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, resistance was encountered at the hemostasis valve of the sheath, while advancing a 29mm commander delivery system during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve. The delivery system and the sheath were withdrawn. A new device was prepared. Using a second kit, the procedure was completed with no issue. No adverse event occurred. The device was received for evaluation and following pre-decontamination inspection, a distal tip tear was observed radially along radial score line, likely due to an engineer advancing a sample delivery system, in order to remove the dislodged valve.